Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a drawer was stuck, had failed, and would not open. The customer had already attempted to reboot the device and perform a recovery; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck and would not open. A field service engineer (fse) identified that auxiliary drawer 7 was sticking during opening due to rail damage, with ball bearings starting to come off. The fse replaced the rails to restore proper drawer function. The fse confirmed that the drawer operated smoothly and the customer was able to complete inventory without any issues. The system functioned as intended after the field service engineer repaired the device.